Event description:
Nurse was administering olanzapine 5mg/1 ml. Inserted needle into buttock, pushed plunger on syringe to administer medication, suddenly, the needle bent at the bottom of the syringe and medication squirted out. Resident received a partial dose of the medication. Provider contacted and no resident harm determined. Nurse described correct process to use syringe. Considered a device malfunction for the vanishpoint 3ml 22gx1.5 needle, lot a210520. Notified forensic nursing home leadership.